Manufacturer narrative:
Undetermined or unknown cause. The customer¿s experience of channel disconnects and communication errors were confirmed in the pcu event log. The customer¿s experience of an actual power failure was not confirmed in the pcu event log. The event log for pcu s/n (B)(4) shows that pump module (pm) s/n (B)(4) and pm s/n (B)(4) experienced channel disconnects at 3:23 am, 3:33 am, 3:36 am and 3:37 am on (B)(6) 2015 due to either loss of communication or loss of power. Each time the devices were re-added to the system until they were removed at 3:37 am, at which time pm s/n (B)(4) was removed due to a loss of power and pm s/n (B)(4) was removed due to a loss of communication. The modules were then replaced with two different pump modules (pm s/n (B)(4) and pm s/n (B)(4)); the pcu event log shows that both modules experienced channel disconnects at 9:47 am and 9:48 am on (B)(6) 2015 due to either loss of communication or loss of power. The pcu device logs do not show anything related to a power failure message after these modules were added to the system. Attempts to recreate the channel disconnect, power failure and communication error were unsuccessful in duplicating the customer¿s experience. All four modules and the pcu were received in overall good condition with instrument seals intact and no anomalies noted with the exception that the iui¿s from all devices were found to have film on both connectors, and all iui connectors also had various degrees of white residue and/or green corrosion on the gold contact pins. The residue and corrosion is the most likely cause of the intermittent channel disconnects and communication errors. The root cause of the customer¿s experience of a channel disconnect, power failure and communication error were not identified; the pcu event log cannot definitively determine which of the returned devices was the source of the channel disconnects. The iui¿s from all devices were found to have film on both connectors, and all the connectors also had various degrees of residue and/or corrosion on the gold contact pins, which is the most likely cause of the intermittent channel disconnects and communication errors.

Event description:
The customer reported that the module gave a channel disconnect message and the pump shut off. Reportedly the channel had not been disconnected or manipulated at that time, and following that channel disconnect the channel beside it also gave the same message. Two new channels were brought in and connected, then reportedly, although the device was plugged in the "entire brain gave a power failure message" and the two new channels stopped and gave a communication error. During this time the patient was hypotensive, and they were trying to stabilize her bp and the pump with levophed shut off.

Manufacturer narrative:
Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.